Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, difficulty ambulating, fluid collection, and toxic cobalt-chromium metal debris to be released into the tissue. The revision operative report noted that "metal-on-metal reaction was encountered with fluid and synovial hypertrophy, and the fluid in the hip was yellowish-greenish fluid." Update 3/30/2015 and 4/14/2015: medical records received. After review of the medical records for MDR reportability, an unknown stem is being added for the alleged high metal ions (no labs provided). The complaint was updated on:4/16/2015.

Event description:
Update 5/21/15 medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. Part/lot is being updated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of the medical records for MDR reportability, lab results from 6/2013 indicate the metal ions levels are below 7ppb.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.